Manufacturer narrative:
(B)94). B3: event date is the publication date of the article. D10: unk mallory stem g2: thewlis d, bahl j, chai hwh, callary sa, grace tm, arnold jb, taylor m, solomn lb. Revision hip arthroplasty through a gluteal-sparing extended posterior approach may be able to achieve similar functional outcomes to primary hip arthroplasty. Arthroplast today. 2025 apr 12;33:101681. Doi: 10.1016/j.artd.2025.101681. Pmid: 40270766; pmcid: pmc12017929. G2: foreign: australia no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided within the ja, however it is unknown if they are related to the patient in this complaint. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a journal article that 1 patient enrolled in the revision cohort study due to loosening and osteolysis. Only the acetabular component was revised. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.